Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. The patient had to stay one hour in the hospital after the refill; the patient reported the sleepiness after the hour had passed. It was stated that all parameters were fine, including "pression cardiac and respiration," but to be sure, he spent a half day in intensive care. The clinical diagnosis was overdose after refill. The patient was fine, felt alright, and went home. The event resolved without sequelae on (B)(6) 2017. The event was related to the device/therapy, and not related to the implant procedure. The event required in-patient or prolonged hospitalization.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 0.6 mg/ml at a dose of 0.16066 mg/day and clonidine ¿1 166.4 mcg/ml¿ at a dose of 312.3 mcg/day. The indication for use was not provided. During servicing on (B)(6) 2017, with a ¿simple¿ refill of the pump, everything seemed ¿normal¿ but a pocket fill occurred. At the cafeteria, the patient started to feel sleepy and dizzy and went back to the pain center. The patient was directly taken to intensive care and they directly put intravenous medication to counter the pump medication. The pump was emptied and 2ml were missing. As protocol, the patient stayed a few hours in the hospital. The pump was refilled and the patient left the same day a few hours later. No surgical intervention occurred nor was planned. The pump remains implanted and in-service and the estimated elective replacement indicator (eri) was 57 months. The physician used the pump¿s company kit for the refill but no fluoroscopy or ultrasound was used during the procedure. The cause was reported as ¿totally undetermined¿. The patient was thin and there was nothing out of the ordinary. At the time of the report, the issue was resolved and the patient¿s status was then alive-no injury. No further complications were reported/anticipated.